Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4) an evaluation is in process.

Manufacturer narrative:
An evaluation is still in process. A final report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed a falsely elevated ca-125 result for a (B)(6)-year old female on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial ((B)(6) 2014) 10.80 u/ml. Result from aug 13, 2014: 393.10 u/ml. On (B)(6) 2014 the patient received an unnecessary diagnostic test (pet scan) which was negative. The ca-125 was repeated on (B)(6) 2014 as 9.7 u/ml. The customer uses a cutoff of 35 u/ml.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. The customer noted that controls were not run the day the elevated result was obtained. However, the sample was repeated and produced a normal value (9.7 u/ml) following acceptable controls. The product was not available for return. Accuracy testing met all specifications. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer observed a falsely elevated (B)(6) result for a (B)(6) female on the architect i1000sr analyzer. The following data was provided: (B)(6) initial ((B)(6) 2014) 10.80 u/ml. Result from (B)(6) 2014: 393.10 u/ml. On (B)(6) 2014 the patient received an unnecessary non-invasive diagnostic test (pet scan) which was negative. The (B)(4) was repeated on (B)(6) 2014 as 9.7 u/ml. The customer uses a cutoff of 35 u/ml.